Manufacturer narrative:
Section a5b: correction. Manufacturer's investigation conclusion: a specific cause for the reported outflow graft kink could not conclusively be determined from this evaluation as the pump was not returned for evaluation. Additionally, a specific cause for the reported right heart failure, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined from this evaluation. The submitted log files were unremarkable and the pump appeared to operate as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviated from manufacturing or quality assurance specifications. The pump was shipped on 08jul2020. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. Additionally, the hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. The current version of the heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced shortness of breath and volume overload. There was no infection reported. Severe right heart failure and shortness of breath with a decrease in exercise tolerance. It required peripherally inserted central catheter placement and addition of milrinone but euvolemia was still not able to be maintained on oral diuretics. Patient underwent transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarms occurred as a result of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an orthotopic heart transplant on (B)(6) 2020 due to right ventricular failure symptoms. The patient had failed oral diuretics and was inotrope dependent. A kink in the outflow graft was noted upon the explant of the device.